Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left brachial artery. After deployment of an express ld stent, a 8.0mmx20mmx135cm sterling balloon catheter was advanced for post-dilation. However, during the first inflation at 4 atmosphere for 3 seconds, contrast media leakage was noted under fluoroscopy and the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.